Event description:
Compromised sterile package (blister, lid, or foreign material). It was reported that, "when package was opened, the foam looked like it was melted and it got through the inner package."

Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). This is one event associated with this event type (compromised sterile package (blister, lid, or foreign material and (B) (4)).